Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
Clinic notes were received that indicated that the patient's generator had migrated due to the patient losing a significant amount of weight. This has also resulted in pain in the surrounding area. This is worse with straining movements of the left arm and when the device stimulates. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.